Event description:
This lead was implanted on (B)(6) 2001, and was capped on (B)(6) 2013, due to high threshold 3 @ 1.5. The physician was dr. (B)(6), at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).